Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve when attempting to purge the introducer. The introducer was exchanged and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one 8.5f swartz braided introducer dilator was received for evaluation. The sheath was not returned for analysis with the dilator and therefore could not be functionally tested for leaks. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.